Event description:
The lay user/reporter contacted lifescan (lfs) on 2/22/07, and alleged that the meter was missing segments. The reporter stated that the top half of the meter results were missing segments. She reported that the segments issue was intermittent. The pt has not been able to read the meter results for the past 2 weeks. Because she could not see the meter results, she stopped taking her lantus and humalog insulin, which is based on the meter results. In 2007 at 12:00 p.m., the pt began to slur her words. Her daughter, who was with her, felt she was hyperglycemic. The pt was taken to the hosp and her blood glucose was high (the reporter does not know the specific result). The pt was admitted for hyperglycemia and treated with insulin for two days and she was released when her blood glucose was stabilized. This complaint is being reported because the pt alleges she was unable to obtain a test result and was later admitted to the hosp for hyperglycemia. The meter issue was not resolved during troubleshooting. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.